Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
(B)(4) submitted by hospital states that patient was revised to address groin pain, elevated cobalt ion levels, metallosis, and corrosion at the liner/cup interface.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-21464. This report, 1818910-2012-83258, will be rejected; 1818910-2012-21464 will be kept for investigation purposes.